Event description:
The customer reported that the device would not power on.

Manufacturer narrative:
The customer reported that the device would not power on. The device was evaluated at philips, where the reported symptoms was duplicated. The control pca was replaced to resolve the issue.